Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system delivered one shock as inappropriate therapy due to oversensing of noisy signals. Technical services (ts) was consulted and reviewed stored data. The noise was myopotential in nature. Ts discussed available programming options as well as considering doing an electrode revision. This device remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
A good faith effort was performed to obtain additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Manufacturer narrative:
A good faith effort was performed to obtain additional information. At this time, no further information is available. Should additional information become available this report will be updated. The returned electrode was thoroughly inspected and analyzed. Resistance tests were completed to assess electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Laboratory analysis did not identify any electrode characteristics that would have caused or contributed to the reported clinical observations. A review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. A risk review was completed and confirmed that the event of inappropriate shock was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of labeling determined that the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance to labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of no problem detected.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system delivered one shock as inappropriate therapy due to oversensing of noisy signals. Technical services (ts) was consulted and reviewed stored data. The noise was myopotential in nature. Ts discussed available programming options as well as considering doing an electrode revision. This device remains in service. No additional adverse patient effects were reported. Additional information from the field indicates therapy was programmed off and an explant procedure is planned but no specific date was provided. This device remains in service. No additional adverse patient effects were reported. At a later date, this s-ICD system was explanted. No additional adverse patient effects were reported. This device has been returned and analyzed.

Manufacturer narrative:
A good faith effort was performed to obtain additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system delivered one shock as inappropriate therapy due to oversensing of noisy signals. Technical services (ts) was consulted and reviewed stored data. The noise was myopotential in nature. Ts discussed available programming options as well as considering doing an electrode revision. This device remains in service. No additional adverse patient effects were reported. Additional information from the field indicates therapy was programmed off and an explant procedure is planned but no specific date was provided. This device remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
A good faith effort was performed to obtain additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system delivered one shock as inappropriate therapy due to oversensing of noisy signals. Technical services (ts) was consulted and reviewed stored data. The noise was myopotential in nature. Ts discussed available programming options as well as considering doing an electrode revision. This device remains in service. No additional adverse patient effects were reported. Additional information from the field indicates therapy was programmed off and an explant procedure is planned but no specific date was provided. This device remains in service. No additional adverse patient effects were reported. At a later date, this s-ICD system was explanted. No additional adverse patient effects were reported.